Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room in backup vvi mode, due low battery further troubleshooting could not be performed. The device was successfully explanted and replaced.